Event description:
It was reported that the pt had an infection and was treated with medication. It was reported that the pt's device was explanted and the pt was reimplanted with another device from advanced bionics. The company is in the process of collecting add'l info.